Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: product code: 338.260, lot no: 67p6461, manufacturing site: jabil hagendorf, release to warehouse date: 30sep2020, a manufacturing record evaluation was performed for the device lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ins f/dhs/dcs impactor no. 338.280 singl was observed with the the handle cracked across the pin. There were scratches on the device but they have no impact on the device functionality. No other issues were identified with the returned device. A dimensional inspection for the ins f/dhs/dcs impactor no. 338.280 singl was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ins f/dhs/dcs impactor no. 338.280 singl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following source controlled drawings reflecting the current and manufactured revisions were reviewed: -impactor (current) / rev. B (manufactured). Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in new zealand as follows: it was reported on (B)(6) 2022, that this black head of the impactor (338.280) from the consigned dhs/dcs instrument set has a crack. This was noticed upon opening of the set. Unsure what caused the crack. Patient status/ outcome / consequences :no this report is for one (1) ins f/dhs/dcs impactor no. 338.280 singl this is report 1 of 1 for complaint ins (B)(4).